Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding having problems with his right hip area, possible metallosis. Patient has seen a cardiologist possible heart issues, has localized pain in hip area. Has a pseudotumor removal (B)(6) 2010.